Event description:
It was reported that the device was used during a low anterior resection. When attaching the anvil to the stapler-when dialing down the anvil popped off. This occurred several times during the case. When the leak test was performed and there was leakage from the stapleline. The sigmoid had to be resected and another device was pulled and worked properly. There was no tension on the anvil, the tissue was not radiated, there was nothing unusual in that regard. The pt is doing fine. Device was discarded. Several attempts were made to obtain additional information, no response received to date.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time. Eval summary: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check mfg records for any related non-conformances.